Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection on the dexcom system and an adverse event. It was determined that loss of connection was related to the mobile application. The patient stated the continuous glucose monitor (cgm) had given him a reading and based on the cgm, he dosed himself with insulin. As a result of dosing insulin, the patient stated they passed out from having low blood sugar and his wife treated him with juice until he was conscious. The patient indicated that he did not receive a low alert prior to passing out and it was determined that the receiver was then displaying a signal loss. At the time of contact, the patient was doing good. No additional patient or event information is available. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.